Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with an infection/endocarditis. The patient presented for extraction procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator was explanted. The patient was stable post procedure.

Event description:
New information received noted that the cause of the infection was unknown. However, the physician did not suggest that the infection was due to the system or the implant pocket.

Manufacturer narrative:
Correction: supplemental report type for manufacturer report number: 2017865-2020-08186 should have been reported as a serious injury, not as a malfunction.

Manufacturer narrative:
Analysis was normal. No anomalies were found.